Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was successfully implanted and the patient was receiving pacing from the rv lead and the pacing system analyzer (psa) application from the latitude programmer. The programmer suddenly displayed an error code, the psa stopped pacing and the entire programmer shut down. The patient did not have an underlying rhythm and was in asystole for about 30 seconds. The local sales representative handed the pacemaker to the physician, who urgently connected it to the implanted rv lead to provide pacing to the patient again. The programmer was then rebooted, and functioned normally during the remainder of the case. The specific error code was not observed due to the urgency of the situation. No additional adverse patient effects were reported. At the moment, the programmer remains in use for routine device checks, but the sales representative uses a stand-alone psa for implant procedures.